Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with tumescent infiltration pump. The customer states that after the pump was plugged in and turned on, it starts running on its own without even stepping on the foot pedal. The only way to stop it from running is to turn the dial all the way down, or power it off.